Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration, dose, lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. On (B)(6) 2016 the patient developed a sore and the pump became exposed on top. The patient was to consult the healthcare provider (hcp). On 06/12/2016 additional information was received that reported the patient experienced pump erosion through the skin at the pocket. There was no known cause and no symptoms of infection. The pump was explanted (B)(6) 2016. The catheter was replaced. The catheter was cut at the spinal incision. A partial explant of the catheter was done and the spinal segment remains in place. A new pump was implanted on the other side of the abdomen. The patient was monitored inpatient for "several days ripe" to pump replacement. The pump was delivering lioresal 2000mcg/ml; 650mcg/day. The issue was resolved and patient status was alive - no injury. Additional information received from the healthcare provider reported that the baclofen lot number was ds0083, concentration 2000mcg/ml at 960mcg/day with start date as (B)(6) 2015 and end date was ongoing. The other medications that the patient was taking at the time of the event was noted as magoxide, methenamine, metoprolol, tysabi, zofran, oxybutin, paxil, miralax, rivavoxaban, senna. The patient's medical history included ms (multiple sclerosis) spasticity, cervical myelopathy, neurogenic bladder and history of dvt. The patient's allergies were penicillin and codeine. Clarification of the sore was reported as the pump had protruded through the skin. Had mucous like drainage from the incision site and could see silver pump. Diagnostics included exam. Actions and interventions taken were the pump explanted and replant with new system. Infectious disease consult. The cause of the sore was unknown. The patient denies fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.